Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the pump cable had damaged insulation just behind the cable plug and at the end of the bend relief. The damaged insulation was generously repaired with rescue tape. Log files were analyzed by the hospital and no technical issues were reported.

Event description:
Additional information stated that the damage did not breach the internal wires, there were no alarms associated with the event, and the damaged part will continue to be monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the pump cable; however a specific cause for the damage could not conclusively be determined through this evaluation. The account submitted images of the pump cable for review showing damage to the outer jacket and underlying armor layer, exposing the clear inner jacket in certain areas; however, no wires were visible. Log files were reviewed by the account and no technical issues or alarms were reported. The damage was repaired with rescue tape and will continue to be monitored. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. G is currently available. Section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook rev. G, also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.